Manufacturer narrative:
The device referred to in this report was not returned to olympus for eval. The exact cause of the reported event could not be conclusively determined. If additional info is received at a later time this report will be supplemented.

Event description:
A medwatch form received by olympus stated that during a laparoscopic appendectomy procedure, the plastic specimen retrieval bag tore away from the endoscopic handle while inside the pt. The specimen bag was retrieved and the body cavity was inspected laparoscopically and no evidence of any retained pieces were found. Olympus followed up with the user facility to obtain additional info but no further info has been provided.